Event description:
It was reported that the patient presented to the emergency room with atrio-ventricular (av) block and scheduled for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. Upon multiple reposition attempts, the issue persisted. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.